Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with cracked case at display window corners, reservoir tube and reservoir tube window. Unit received with severely scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that insulin pump is crack near the battery case. Customer's blood glucose reading was 86 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.